Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
It was reported that the ventilator alarmed for low o2 concentration while on patient. The patient o2 saturation decreased to 85%. The patient died few hours after the event. The customer has no allegations that a device malfunction in any way caused or contributed to the patient's death. The saturation value of 85% lasted about 5 min, which cannot have a direct impact on the death of the patient. The device was investigated on site by our field service engineer. The investigation revealed that the o2 sensor was defective and has been replaced. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The o2 sensor is measuring only and would not affect ongoing ventilation. The logs confirmed the reported low o2 concentration alarm at the date of the event. The replaced sensor was not turned for investigation, therefore the root cause for the defective o2 sensor could not be determined. The user confirmed that the reasons for death are not related to the above phenomena observed with the ventilator.

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
Investigation of the o2 sensor: the returned o2 sensor has been investigated. The o2 sensor was mounted into a reference ventilator and a pre-use check was performed. The o2 sensor passed all the tests successfully. The reference ventilator ventilated with the returned o2 sensor for approximately five days and there were no deviations between the set o2 concentrations and the measured o2 concentrations. The reported low o2 concentration was not reproduced. The o2 sensor was working as expected. The cause of the low o2 concentration alarm has not been determined but based on our investigation result the measured o2 concentration must have been lower than the set o2 concentration at the time. The concentration was at the time set at 100% implying that the measured concentration was below 95%.

Manufacturer narrative:
Correction of type of reportable event

Event description:
Manufacturer's ref.#: (B)(4)

Event description:
It was reported that the ventilator alarmed for low o2 concentration while on patient. Desaturation. The patient died few hours after the event. The customer has no allegations that a device malfunction in any way caused or contributed to the patient's death. Manufacturer's ref.#: (B)(4).